Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of seven for the same event; see also 0002184052-2016-00170 through 00175.

Event description:
The sales associate reported the set screw and rod coming off the tulip head. Original surgery was a spondylolisthesis, single level. Four weeks postop the patient came in for follow up visit. The images ap/ l were taken and seem to show the set screw and rod coming off the tulip head. X-rays show progression of listhesis and set screw loosening of the l4 screw and set screw. The procedure was a posterior lumbar interbody fusion (plif) l4-l5 with medacta cages. A revision surgery was performed on (B)(6) 2016.

Manufacturer narrative:
This is report one of seven for the same event. Reports two through seven are reported on MFR #0002184052-2016-00170 through 00175.

Event description:
It is confirmed that for the revision surgery on (B)(6) 2016, the surgeon removed all hardware and replaced them with new screws, rods, and closure tops. It was also reported the surgeon used 8.5mm and 9.5mm screws.

Manufacturer narrative:
The returned screw was examined. There were no signs of damage. It was functionally tested with a mating set screw and found to function as expected. There were no failures detected on the screw; the complaint cannot be confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.